Event description:
The customer reported that a communication error was displayed on the system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards and fuses were reseated in the workstation backplane and the power supply levels were verified during the service call. The system was tested and found to be working as intended and put back into service.